Event description:
It was reported that the patient presented in clinic for a routine follow up when noise was noted. The noise was reproducible with isometrics. The patient received inappropriate shocks. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 22.0 cm to 22.5 cm from the connector pin consistent with lead friction to the ICD. The re conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate shocks if the lead came into contact with the ICD can.